Manufacturer narrative:
Philips service formatted and recreated the image disk drives. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image processing error prevented exposure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.